Event description:
It was reported that one week post implant of a gastric band procedure, the pt was unable to swallow and was taken back to surgery. During the surgery, it was observed that the strain release on the band had moved down halfway on the tubing in the pt and was not attached to the connector. The band was left in place due to the surgeon did not feel the band was constricting to the pt. The pt is stable.

Manufacturer narrative:
Date sent: 12/8/2008. Info is unavailable; device was not returned for eval.